Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because this device was returned and analyzed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported, during the implant procedure when connecting the competitor leads to this cardiac resynchronization therapy defibrillator (crt-d), the patient's intrinsic amplitude signals could be observed before tightening the set screws. Once the set screws were tightened, the patient's intrinsic amplitude signals decreased and could only be seen if the automatic gain control was maximized. It was noted they could not see the patient's intrinsic amplitude signals, but the premature ventricular contraction (pvc) sensing was good. During the threshold test, when programmed right ventricle (rv) only or left ventricle (lv) only, the intrinsic amplitude could be observed. There was no change noted in the threshold or lead impedance measurements. The physician was informed by the medical engineer at the hospital that it was a common issue with the competitor leads to not sense the patient's intrinsic amplitude signal/beats. Troubleshooting was performed where the competitor leads were reconnected to the explanted competitor device, and the patient's intrinsic amplitude could be observed without issue. The decision was then made to connect the competitor leads to a new crt-d, and the same issues occurred with the new device. The physician elected to leave the new device implanted with the competitor products. The root cause for the sensing issue remains unclear. No adverse patient effects were reported.